Event description:
Reported by the patient as port site infection of the lapband system. The physician has confirmed the event. The port was removed and surgery to replace the port has not been scheduled.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter and band size, the connector type is assumed to be a taper ii. The surgeon of the reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection is a physiological complication, and analysis of the device generally does not assist inamed in determining a probable cause for these events. No additional information has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.